Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2018 with blurry vision in the left eye(os) post treatment. The surgery center noted the os was blurred with changes from 4 to 5 times a day. The best corrected visual acuity was 20/40. The retinal evaluation showed macular elevation with a blunting of the foveal reflex. The patient had a grey/blue spot. The surgery center noted the symptoms may be central serous retinopathy(cscr) and the patient was referred to a retina specialist. The patient¿s comments were of blurred vision. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2017, right eye pre-op 20/20 -3.00 x -1.25 x 0, left eye pre-op 20/20 -3.00 x -1.50 x 15. Bcva from (B)(6) 2018, right eye post-op 20/20 .25 x -.25 x 165, left eye post-op 20/40 .75 x-1.25 x 152.